Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope clip clogged. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of clip clogged was confirmed. The additional evaluation findings are as follows: foreign material was found in the suction cylinder, due to clogging of suction tube of universal cord, the tube cleaning brush could not be inserted, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover had a dent, objective lens had discoloration, control unit had discoloration, scope connector cover unit had a scratch, light guide cover glass had a scratch, protector of universal cord on control section side had a scratch, protector of universal cord on suction connector side had a scratch, right and left knob had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, scope cover had a scratch, suction connector had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, control unit had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up and down knob had a scratch, adhesive on bending section cover had a crack, due to damage on up and down knob, up and down knob did not move smoothly, due to wear of angle wire, the play of up and down knob was out of the standard value, plastic distal end cover had a scratch, and connecting tube had a scratch. Based on the results of the investigation, the foreign material could not be identified. The root cause of the remaining foreign material in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.